Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. It appears the reedswitch stuck closed on the device on (B)(6) 2008 at approximately 1:20 pm. During preliminary analysis, functional testing aborted due to a reed switch issue. Bench testing found the reed switch to be functional. The device was placed in a chamber cycling between 32'f and 125'f for 24 hours with a magnet on the device. Bench testing then revealed that no tmt pulses were present when a magnet was applied. Upon further analysis, the sticky reed switch condition was not able to be confirmed. The reed switch was exercised every 10 seconds for more than 24 hours at 57'c, and no anomalies were noted. Additionally, final functional test results showed nominal results as well.

Event description:
It was reported that the diagnostics in the device had not been updated since last the follow-up. "It has data from 2008." Mode switch episode count/dates/times, rate histograms, and capture management had not changed. It was further reported that review of device data indicated the device reedswitch stuck closed on (B) (6) 2008, and there was nothing recorded after that. It was not possible to unstick the reedswitch using multiple magnet manipulations. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.